Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and a hole in the left cylinder was identified. The pump and cylinders were removed and replaced. The cause of the cylinder hole was not detailed by the hospital. The patient had a stable outcome following the surgery.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and a hole in the left cylinder was identified. The pump and cylinders were removed and replaced. The cause of the cylinder hole was not detailed by the hospital. The patient had a stable outcome following the surgery.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported cylinder hole was confirmed; a cylinder bulge was identified. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested and examined. Both cylinders had wear at folds in the cylinder bodies. The first cylinder had a leak that was the result of a sharp instrument damage which probably occurred during the explant surgery; a hole was present in the cylinder body. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Both cylinders had broken fabric threads in the cylinder bodies. The second cylinder had a bulge in the cylinder body when inflated. Both cylinders were not pressure test due that leak and bulge were present. The identified a bulge in cylinder could affect the functionality of device as the reported mechanical issue. The pump kink resistant tubing (krt) was worn down to the filament; the outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. This wear would not affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.